Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated fields: b4, b5, b6, b7, d10, g3, g6, h2,h6(type of investigation, investigation findings, component code, impact code, conclusion), h11. Corrected field: e2 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and replaced the helium regulator (d103-00 0637) . Upon repair the unit passed all functional and safety checks as per manufacturing specifications.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had helium tank regulator knob is broken. Issue found during routine check. No patient involvement is there.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had helium tank regulator knob is broken. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.